Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results on a cobas 6000 c 501 module. The initial crep result was 2.9 mg/dl. The sample was repeated the next day and the result was 0.9 mg/dl. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot is 64353201. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the sample probe was not being washed properly due to low outer wash water pressure. The water pressure was adjusted.the service maintenance actions performed by the fse resolved the issue.